Event description:
A small wound was discovered toward the end of the procedure while suturing the patient. The only item in the field at the time was the light retractor. The light retractor is a 3 part system, all parts were filed separately.